Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2024, a triclip procedure was performed to stabilize a slda clip. During preparation of the clip, it was noted that one gripper would not fully lower. The device was replaced and the procedure continued. A second clip was prepared and advanced into the anatomy. Due to the imaging quality, leaflet insertion could not be confirmed. It was decided to remove the clip and abort the procedure.